Manufacturer narrative:
This instrument was checked out by our trained field service engineer at facility. Base unit, module and electrode were checked out and all passed.

Event description:
According to the complaint, an electrode burned a baby, resulting in a blister. The incident occured during a sleep study. The mother waited one week after the sleep study to report the incident to the hospital. No treatment was needed. According to the complaint, the sensor was applied for approximately 7 hours at 44 degrees. The instructions for use state that for patients aged up to (B)(6), the maximum sensor-skin interface temperature is 42 degrees celsius with a recommended maximum application time of up to 12 hours. The instructions for use state that the recommended maximum application time at 44 degrees celsius (for patients older than (B)(6) is 4 hours. Hence, the incident is caused a user error of the device.